Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis treatment. In a follow up, a nurse said the leak occurred one minute into the hemodialysis (hd) treatment. The leak was described as being internal and was seen on the arterial header where the fiber was separated. Blood tests strips were used and tested positive for the presence of blood. The fresnius 2008t dialysis machine was used and alarmed with a blood leak alarm. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of 200ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.